Manufacturer narrative:
During a stent implantation procedure, an 8x100 smart flex vascular stent system could not be completely released after reaching the lesion site many times. The device was removed, and the procedure was completed by using a non-cordis stent. Angiography diagnosed iliac artery occlusive arteriosclerosis of the lower limb. The 20% occluded lesion was 86mm in length with a little calcification. The was no vessel tortuosity. External iliac artery stenosis had relatively straight blood vessels. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to us. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The proximal part of the delivery system was straightened as much as possible and kept the handle in a stable position. The tuohy borst valve on the handle was also loosened to allow free movement of the pusher tube. The user gripped the outer sheath and handle with one hand and the pusher tube with the other. The user also moved the outer sheath proximally relative to the pusher tube while holding the pusher tube in a fixed position. There was resistance felt while trying to retract the outer sheath during deployment. When fixed, withdrawn, deployed, there was resistance, and the stent could not be deployed. The device was successfully removed from the patient with the stent still on the device. The stent partially deployed but remained attached to the device. There was no reported patient injury. The device was returned for analysis. Per visual analysis, a non-sterile unit of product ¿smart flex 8x100 vas 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation, the unit was inspected observing that the stent was partially deployed, also the plastic nut of the hemostasis valve was found loose, in addition a kinked condition was noticed located approximately at 73.5 and 128 cm from the distal end, and a separation on the outer sheath was observed as well as a light curved condition was noticed on the push rod. No other damages or anomalies were observed on the returned device. Per microscopic analysis, the separated area was analyzed using a vision system observing evidence of elongations and stretching characteristics at the separated edges area. The elongations and stretching observed could be related to an application of a force that induced a material stretching/deformation until separation. No other anomalies were found during analysis. Dimensional analysis was performed to verify the correct outer diameter (od) of the crossing profile and results were found within specification. Functional analysis was performed to determine if the stent can be deployed as expected. The stent deployment functionally test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. However, the separation on the outer shaft and the kinks did not allow the normal function of the device. The tests could not be performed properly. A product history record (phr) review of lot 244363 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses ~ deployment difficulty - partial deployment¿ was confirmed. Due to the kinks and the outer shaft separation of the unit as received, the device could not be fully deployed. Exact cause of these damages could not be conclusively determined during the analysis. However, based on microscopic analysis, it is probable that handling and procedural factors such as the user¿s interaction with the device during use and vessel characteristics may have led to the reported event as well as the noted kink condition on the device, as received. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ ¿if resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported condition could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Please note update to section d4 regarding the UDI# a device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information (device analysis) is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned but the engineering report is pending. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a stent implantation procedure, an 8x100 smart flex vascular stent system could not be completely released after reaching the lesion site many times. The device was removed and the procedure was completed by using a non-cordis stent. There was no reported patient injury. Angiography diagnosed iliac artery occlusive arteriosclerosis of the lower limb. The 20% occluded lesion was 86mm in length with a little calcification. The was no vessel tortuosity. External iliac artery stenosis had relatively straight blood vessels. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to us. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The proximal part of the delivery system was straightened as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle was also loosened to allow free movement of the pusher tube. The user gripped the outer sheath and handle with one hand and the pusher tube with the other. The user also moved the outer sheath proximally relative to the pusher tube while holding the pusher tube in a fixed position. There was resistance felt while trying to retract the outer sheath during deployment. When fixed, withdrawn, deployed, there was resistance and the stent could not be deployed. The device was successfully removed from the patient with the stent still on the device. The stent partially deployed but remained attached to the device. The device will be returned for analysis.